Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the patient was explanted because the device migrated toward the surface of the skin and would not heal under the incision.

Event description:
A report was received that the patient's body was not accepting the device. The patient underwent an explant procedure.

Event description:
A report was received that the patient's body was not accepting the device. The patient underwent an explant procedure.